Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an evacuated container had a loss of vacuum between 500-700ml of fluid collection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and identified one non-conformance that was issued against this batch for this issue. The batch was re-inspected, and a quality higher level inspection was performed and found to be acceptable. A nonconformance investigation was initiated to address the issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.